Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that dye study was attempted today due to a discrepancy in drug at her last refill. They were unable to clear the catheter so a catheter revision will be scheduled in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received provided an updated address for the patient.

Event description:
Additional information was received from the company representative (rep) reporting that they were replacing the catheter today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that the catheter was discarded. The rep explained that they had confused their patients. The patient involved in this event does not have any flowonix devices.